Manufacturer narrative:
Product complaint number: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm how many needle broke during surgery, 1 or 2: device return status: attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare; active ingredient(s)- triclosan; dosage form - suture/solid/parenteral; strength -= 275 g /m. Related to: 2210968-2022-04107 and 2210968-2022-04108.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During use on the patient the needle breakage issue occurred from two suture packs with the same lot number . There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/26/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: a failed suture needle was submitted fractographic evaluation. The component was identified as product code (B)(4). It was requested that hsa assess the fracture mode of the failure. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 g /m. Related to: 2210968-2022-04107, 2210968-2022-04108.